Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the recovery failed drawer not registering as closed. A field service engineer shut down the pyxis station and removed drawer 5 from the main unit. Upon inspection, found that the inseparable magnet was missing. Then replaced the inseparable and reinstalled the drawer. After powering the med station back on and returning to the application, the user logged in and successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer was failed to operate and immediately moved to 'requires maintenance' status. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.